Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 25 mg/dl. Customer's current blood glucose value was 137 mg/dl. The customer experienced symptoms such as confusion. The customer was treated with glucose for low blood glucose levels. Troubleshooting was performed and the device is not expected to be returned for analysis.